Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/19/2016 with the following findings: during investigation, the original complaint of the ¿blank screen¿ was unable to be confirmed. The display screen was fully functional, clear and legible. The pump was opened and the display flex was found to be fully seated and secure in the connector.